Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during service at manufacturer facility that o-ring is missing from the lid of the aseptic housing which can cause housing to open up and expose the non-sterile battery to the sterile surgical field. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.